Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used as a default.

Event description:
It was reported bd q-syte extension set leaked at the luer connection. The following information was provided by the initial reporter: "leakage from q-syte and extension tube luer-port".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used as a default.

Event description:
It was reported bd q-syte extension set leaked at the luer connection. The following information was provided by the initial reporter: "leakage from q-syte and extension tube luer-port".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-mar-2022. H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the sample. During inspection no damages or abnormalities were observed on the sample. The sample was functionally tested for the reported defect of leakage and during testing the sample showed no signs of leakage. Bd cannot determine a manufacturing root cause of the failure since the defect was not confirmed during testing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported bd q-syte extension set leaked at the luer connection. The following information was provided by the initial reporter: "leakage from q-syte and extension tube luer-port".

Manufacturer narrative:
H6: investigation: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was not confirmed upon inspection of the photo. No damages or defects that could result in leakage were observed in the supplied photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd q-syte extension set leaked at the luer connection. The following information was provided by the initial reporter: "leakage from q-syte and extension tube luer-port".